Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint patient seeking legal action. (Bilateral) **update** 12/17/2012 - litigation received 11/26/2012 and attached. Complaint changed to legal. Litigation alleges patient had pain after asr hip implant. There is no new information that would change the outcome of the investigation. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint patient seeking legal action. (Bilateral) update: 12/17/2012 - litigation received (B)(6) 2012 and attached. Complaint changed to legal. Litigation alleges patient had pain after asr hip implant. There is no new information that would change the outcome of the investigation. Update may 22, 2017: supplemental information received. Litigation alleges patient had a revision on (B)(6) 2016 due to pain and suffering of emotional distress. Updated the two products and added the unknown asr sleeve. There are no medical records and laboratory values provided. This complaint was updated on: jun 5, 2017.